Event description:
An account told a technician that the brakes would not hold on this stretcher. The stretcher was found in a storage area and there was no pt involvement.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician adjusted the casters in order to resolve the problem.